Event description:
It was reported via repair work order that the bottom cover was pressing on release causing the stretcher to not pump up. No adverse consequence or clinically relevant delay in treatment was reported.